Manufacturer narrative:
Details of complaint: the customer reported an svt event on the core unit (g9 monitor) in which an nibp was attempted twice, but only displayed "----" for the systolic result, diastolic result, and the map result. During this event there was a lot of doubt from the clinical team on whether the g9 monitor was displaying physiologically accurate data. No patient harm was reported. Investigation summary: they attempted vagal maneuvers, including oral suction, rectal stimulation, and ice to the face. During this time, nibp measurements were attempted but resulted in dashes on the monitor. At 8:52, new ECG leads were applied, potentially causing physical discomfort, and bringing the patient out of svt. Throughout the event, the patient remained well-perfused and well-oxygenated. The team had adenosine prepared but did not administer it due to experienced team members being present and able to take their time. They were in the process of acquiring a 12-lead ECG when the event resolved. The clinical team had doubts about the accuracy of the monitor's data during the event. The heart rate displayed as a constant 300, while the spo2 pulse rate was below 100 and did not match the ECG heart rate. Logs were requested from the customer in order to investigate the issue but were not provided in a timely manner. The logs would contain relevant data relating to the event reported. As such, a root cause could not be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The issue was most likely resolved without nk intervention. Possible root causes may be related to use error, improper patient prep, or improper cable connections. Nk will continue to trend and monitor the reported issue.

Event description:
The customer reported an svt event on the core unit (g9 monitor) in which an nibp was attempted twice, but only displayed "----" for the systolic result, diastolic result, and the map result. During this event there was a lot of doubt from the clinical team on whether the g9 monitor was displaying physiologically accurate data.

Event description:
The customer reported an svt event in which nibp was attempted twice, but showed "----" for the systolic result, diastolic result and map result. During this event there was a lot of doubt from the clinical team on whether the g9 monitor displaying physiologically accurate data.

Manufacturer narrative:
The customer reported an svt event in which nibp was attempted twice, but showed "----" for the systolic result, diastolic result and map result. During this event there was a lot of doubt from the clinical team on whether the g9 monitor was displaying physiologically accurate data. The nibp failed twice during this event and the spo2 pleth seemed visually to not match the spo2 pulse rate. The customer was provided a dropbox link to upload the logs so that they can be evaluated to determine if the monitor was producing accurate readings. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.